Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: during testing, the display screen was found to be dim and discolored. Evaluation revealed that there was visible moisture corrosion in the battery compartment. A leak test was performed and no leaks were found. Moisture corrosion was also found on the battery cap. The pump was opened and moisture corrosion was found on the pumps internal components as well as on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture corrosion in the battery compartment, on the battery cap, on the pumps internal components, and on the printed circuit board. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/14/2014.